Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) printer stopped working. The nurse, called from the ICU and he stated the printer stopped working all of a sudden. He removed the paper, reinserted it and tried again but it did not work. He was going to get a back up pump to switch the patient over to and tag current pump for biomed. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched as the issue was resolved over the phone with the customer. A trained biomed removed the printer and reseated it, which corrected the issue. The unit was then returned to the customer.

Event description:
N/a.